Event description:
It was reported that the electrode array come completely out of the cochlea and needs re-inserting, as confirmed by CT scan.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.